Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol) the there was problem with insertion. Additional information was requested and received lens was injected but the injector plunger slid over the top of the lens while in the cartridge. It was half way inserted when it was removed due to concern that the plunger scratched the lens.

Manufacturer narrative:
The customer indicated the use of a qualified associated cartridge and viscoelastic. A handpiece was indicated, which is not qualified for qualified lens/cartridge combinations. The root cause is most likely related to a failure to follow the IFU(instructions for use). The account used an unqualified lens/cartridge/viscoelastic combination. Company foldable iol(intraocular lens)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).